Event description:
It was reported that patient experienced cannula bent event on (b)(6) 2026 along with high blood glucose which was addressed by pump.

Manufacturer narrative:
MDR 3003442380-2026-62125 / Initial 1 of 4,MDR 3003442380-2026-62146 / Initial 2 of 4,MDR 3003442380-2026-62150 / Initial 3 of 4,MDR 3003442380-2026-62152 / Initial 4 of 4.Based on the available information, this event is deemed to be a serious injuryTo date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.